Manufacturer narrative:
Investigation: the run data file was analyzed for this event. The signals in the run data file indicate that the higher than expected wbc content in the platelet product could be the result of an escape of wbcs from the lrs chamber toward the end of the procedure. There are no events (adjustments, changes in pump speed, substate changes, etc.) In the procedure that corresponds with the onset of the overloading of the lrs chamber. Based on the available information, it cannot be ruled out that this leuko reduction failure could be donor-related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.